Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's father that the customer was hospitalized for diabetes ketoacidosis. The customer's blood glucose was 514mg/dl; treated with manual injections. The customer's blood glucose during hospitalization was 505mg/dl. The customer had issues with the device, nurse came in and tried to help change it, but seemed to miss the rewind; as a result she went high. The customer did not have enough insulin in the reservoir to troubleshoot. Advised to monitor and call if needed. Had the customer's father press the act button and check the priming history, finding the most recent entry was six days ago. Advised that the insulin was dispensed this morning when the new reservoir was inserted without rewinding it. He notified us that customer has been treated for cancer and us under heavy medication. He blood glucose was ranged between 414mg/dl. - 514mg/dl.